Event description:
It was reported patient underwent a hemi shoulder arthroplasty on (B)(6) 2013. During the procedure, it was noted the packaging and outer blister were not sealed. Another implant was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. The root cause has not been determined yet and the investigation is in process. When information becomes available a follow-up report will be sent to the FDA.